Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a delivery anomaly. Customer stated that they feel the insulin delivering even after suspending the pump. Customer's current blood glucose reading is 45 mg/dl and has treated with juice and glucose tablets. Troubleshooting was performed and the drive support cap appeared to be normal. No further information provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit was suspended and monitored for 24hrs and no insulin delivery noted. The insulin pump had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.